Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys ige ii immunoassay results for 1 patient tested on a cobas 8000 e 801 module. The initial ige result was 4.32 ku/l. The repeat results were 1244 ku/l and 1383 ku/l. It was asked but not known if questioned results were reported outside of the laboratory. The ige reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Medwatch field b1 was updated.